Event description:
Physician was using drill on a neurosurgical procedure when tip broke off of burr. Another burr was opened and the tip broke off of that burr also.what was the original intended procedure?laminectomy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.